Event description:
The physician reports noticing that the crystalens haptic was bent after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00021.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to (B) (4) for eval and subjected to visual examination, which revealed that one of the haptic loops was bent. The lens damage is consistent with lens damage associated with lens injector use. (B) (4).